Manufacturer narrative:
Cardinal health sent a letter to the user facility seeking additional info concerning the reported event and the condition of the pt. As of the date of this report there has been no response from the user facility. The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "[User facility representative] called to report a failure of this rental unit while it was on a pt, the staff reported that the oscillator stopped and they smelled something burning. No pt harm, pt placed on another hfov. It is unk if any alarms were present at time of incident."